Event description:
It was reported to nova biomedical via the (B)(6) on (B)(4) 2013 that the consumer experienced a hypoglycemic event after (B)(6) 2013. It is unk whether or not the consumer required any medical or emergent food intervention. The consumer was not able to provide any further info regarding reported events. The consumer was not able to provide any serial or test strip lot numbers. No product is due back from consumer. This is being reported as an adverse event under the FDA medwatch regulations.